Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre 2 reader. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced symptoms described as frequent urination and dry mouth and had contact with an hcp who obtained a reading of 24.8 mmol/l and provided unspecified intravenous treatment for a diagnosis of hyperglycemia. Customer remained in the hospital for 2 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Reader did not turn on with button, strip insertion, or usb cable insertion. Connected the reader to the computer and approved software was not able to recognize the reader. De-cased the reader and performed visual inspection, no issues were observed. The returned battery has been measured and results were not within specification. Placed the reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader turned on and the battery was observed to be charging. Extended investigation and visual inspection has been performed on returned de-cased reader and no issues were observed. The returned battery has been measured and results were not within specification. Replaced the returned battery with a new and unused battery, reader did not turn on. Applied pressure to cpu and observed reader to turn on. Therefore, this issue is confirmed to poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre 2 reader. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced symptoms described as frequent urination and dry mouth and had contact with an hcp who obtained a reading of 24.8 mmol/l and provided unspecified intravenous treatment for a diagnosis of hyperglycemia. Customer remained in the hospital for 2 days. There was no report of death or permanent impairment associated with this event.